Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, the device was sold to the account on (B)(6) 2009 which places the approximate usage life (B)(6) years and (B)(6) months, therefore it appears to have been used beyond its serviceable life. A review of the certificate of conformity (c of c) is not applicable because the event occurred well past the specified device lifetime reliability; (B)(6) years or (B)(6) cycles. The device was returned to the factory for evaluation. There were signs of clinical use and no evidence of blood. The device was returned with a hemopro 2 adapter connected and sealed to the 6 pin connector with glue. The glue and adapter were carefully removed and device was evaluated for its electrical function according to the service manual using a calibrated multimeter and a 0.62ohm resistor hemopro power supply test box. The test box uses the 10k ohm resistor that is built into the hemopro cable. The led light was visible and an intermittent tone was audible when current was being measured. The device failed the electrical testing. The high current was lower than specified in the service manual. The results of the electrical evaluation are as follows: no load voltage: 5.49 vdc. Low current: 3.96 amps dc. High current: 5.93 amps dc. Based on the results of the evaluation, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that (B)(6) power supply was not powering on. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Biomedical engineer sent email with the following problem statement: "I have a hemopro that the staff are having a problem with." It was later clarified via phone call that it was the (B)(4) and that it was not powering on. No further information was known on the patient or physician. The only additional information provided was that another power supply was used to complete the case.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(6).

Event description:
(B)(4). The hospital reported that t.w. Power supply was not powering on. A replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4). Biomedical engineer sent email with the following problem statement: "I have a hemopro that the staff are having a problem with." It was later clarified via phone call that it was the vh-3010 and that it was not powering on. No further information was known on the patient or physician. The only additional information provided was that another power supply was used to complete the case.